Event description:
Pt's mother reported the pt went to the hospital for reassessment due to an elevated hba1c of 10.2%. Mother stated pt current hba1c is 9.7%. Mother reported she thinks the insulin cartridge was leaky. Pt received stationary treatment from (B)(6) 2011. Pt's normal blood glucose range is 160-180 mg/dl. Pt's blood glucose level was not provided. Mother stated the pt used the insulin cartridge after 3-4 weeks and she uses the cartridge once. Attempts to follow up with the pt were unsuccessful. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.